Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: in the description, you mentioned 4, can you please confirm the number of used items in the surgery ? 2 used green reload with the same mentioned lot number but there were 4 missing staples from each reload. Additional information requested but not received. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) To clarify "two different cases", were there two separate procedures with this same issue and product? If so, has a second complaint file been created? If so, what is the complaint number? If not, for the second procedure please provide: event date, product code and lot number involved, procedure, and event description. Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed?

Event description:
It was reported that during a sleeve gastrectomy procedure, misfiring in two different cases, 4 missing staples from the staple line in each case. Patient consequences were not reported.